Manufacturer narrative:
A ge oec service representative investigated the issue and found that the foot switch was not working properly, due to a bent pin in the connector. The foot switch was removed and replaced. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction.

Event description:
The ge oec 9600 fluoroscopy system reportedly displayed a "charger failure" error code. It was reported that the hand switch had to be used for exposures.